Manufacturer narrative:
An alumina v40-femoral head 32mm, -4mm nk, catalog # 6565-0-032, lot # 9508104 was also noted. An event regarding loosening and periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The device is not part of a recall. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
The patient reported the following: approximately 6 months post primary surgery, the patient was in a sitting position putting on shoes, twisted slightly and felt a crack up and down her femur and has been in excruciating pain ever since. The patient suspects that the femur bone may be broken and that the stem is definitely loose. She describes the feeling as the stem pistoning in and out of the femur. She also hears a whistling noise. She consulted her surgeon who took an x-ray and after review, sent her home with no resolution to her extreme pain and swelling. She also stated that her menstrual cycle stopped following the primary implantation.

Manufacturer narrative:
Additional devices implanted include: cat # 542-11-52e, lot # 30237302, description: trident psl ha cluster 52mm, cat # 625-0t-32e, lot # 13742405, description: trident alumina insert, cat # 2030-6520-1, lot # 29351005 and 23529201, description: 6.5 cancellous bone screw 20mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
The patient reported the following: approximately 6 months post primary surgery, the patient was in a sitting position putting on shoes, twisted slightly and felt a crack up and down her femur and has been in excruciating pain ever since. The patient suspects that the femur bone may be broken and that the stem is definitely loose. She describes the feeling as the stem pistoning in and out of the femur. She also hears a whistling noise. She consulted her surgeon who took an x-ray and after review, sent her home with no resolution to her extreme pain and swelling. She also stated that her menstrual cycle stopped following the primary implantation.